Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the patent ductus arteriosus (pda). A 2.25 x 20 synergy ii drug eluting stent was advanced to treat the lesion. After the stent was well deployed, the balloon was successfully deflated; however, the balloon was unable to be released from the stent. Subsequently, after a significant amount of pressure, the device was removed successfully. No patient complications were reported and the patient's status was fine.